Manufacturer narrative:
The event pump module was returned for investigation. Testing and inspection of the pump module identified no malfunctions and showed the device was infusing within specification.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported that the rn programmed a continuous infusion of insulin (50 unit/50 ml) at a rate of 5 units/hr. It was reported that the nurse returned within 15 min and noted the 50 ml bag empty. The customer is requesting an event log review and needs to know dosing parameters from (B)(6).

Manufacturer narrative:
The customer¿s report of the device infusing faster than expected was not confirmed. The pcu event log shows that at 5:18 am on (B)(6) 2017 the pump module was programmed to infuse insulin 1:1, 50unit/50ml, at a rate of 5ml/hr (dose 5 units/hr) with a vtbi of 50ml. At 5:20 am, the device was paused and then restarted at 5:21 am. At 5:29 am, the user channeled the device off. At 5:51 am, the user restored and started the previous infusion running at 5ml/hr. At 5:52 am, the device alarmed for flo stop open for 15 seconds. (This could indicate a possible free flow condition if the roller clamp was not closed.) At 5:53 am, the infusion was restarted. At 6:02 am, the door was opened and the device alarmed for check IV set. The user then channeled the device off. The volume recorded as being infused during this period was 1.513ml. The starting/ending volume of the fluid container cannot be determined through device logs. The event pump module and disposable set were not returned for investigation. The root cause of the reported event was not identified.